Event description:
Related manufacturer reference number: 2017865-2022-11549. It was reported that the right atrial and right ventricular lead dislodged and were attempted to be repositioned multiple times but was unsuccessful. The entire system was explanted and replaced. The patient was in stable condition.